Manufacturer narrative:
G4: (B)(6) 2020, b4: (B)(6) 2020. H10: a user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a broken trace on the touchscreen created the touchscreen calibration to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator's touchscreen would not calibrate. There was no patient involvement. The service engineer (se) inspected the device. The se found the touchscreen was not responding and would not calibrate. The se replaced the user interface to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.